Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got unexpected restart alarmed. The customer¿s blood glucose level was unknown. Customer had experienced multiple a21 and a17 alarms after battery change. Troubleshooting was performed for alarm a21. The product will return for the analysis.

Manufacturer narrative:
Device display properly. Device passed self-test, unexpected restart error test and displacement test. No unexpected external ram crc error alarm or unexpected restart error or unexpected restart alarms, reset time and date anomaly after change battery noted during testing.